Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6), 2011. According to the complainant, while preparing for the case outside the patient, the handle knob failed to turn. This occurred after the handle was affixed to the scope while attempting to take the slack out of the tripwire. The procedure was completed with another speedband superview super 7 multiple band ligator. Reportedly, no device damage was visible upon removing from its package. Additionally, the packaging was not damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.